Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging "that the meter show a message stating out of range and therefore the set-up or memory was not visible." This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.